Manufacturer narrative:
Additional information has been requested and, if received, will be provided in the supplemental report.

Event description:
It was reported that a revision surgery was performed using the blueprint planning feature. The patient had previously undergone a primary shoulder procedure involving stryker/tornier implants. Following the initial surgery, the patient developed an infection, and all implants were explanted with placement of an antibiotic spacer. The revision procedure involved removal of the spacer and conversion to a reverse shoulder arthroplasty.